Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. Conclusion code: the anterior endothelium chamber depth (acd) is below 3.0mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/2.0/170 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting with refractive surprise, pigment dispersion, and other unknown adverse event. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found the lens returned dry in a centrifuge tube, but there is clear surgical residue/debris on product. Visual inspection found haptic torn/broken/bent/deformed and debris on lens. (B)(4).